Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a working outlet and wait for at least 30 minutes to see if the pump would begin charging, with a follow-up planned. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.